Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer questioned high results for 3 patient samples tested for crep2 creatinine plus ver.2 (crep2) on a cobas 8000 c (701) module. The customer provided discrepant results for 2 patient samples. Patient 1 initial crep2 result was 3.07 mg/dl. On (B)(6) 2018 the repeat result was 1.1 mg/dl. Patient 2 initial crep2 result was 4.31 mg/dl. On (B)(6) 2018 the repeat result was 1.1 mg/dl. The incorrect results were reported outside of the laboratory. One of these patients was sent to the hospital based on the initial high result. No further information related to treatment was provided. There was no allegation that an adverse event occurred. The crep2 reagent lot number was 310314 with an expiration date of 30-sep-2018. Calibration was acceptable. Based on a review of the customer's qc data, one level of qc was not stable on the day of the event and was out of the acceptable range and one level of qc was not stable on the day of the event but the results were within the acceptable range. Frequent "cuvette alarms" were observed in the alarm trace along with "abnormal sample aspiration" alarms.

Manufacturer narrative:
Additional information was provided related to the patient that was sent to the hospital based on the crep2 result. After the repeat result was received, the patient was discharged immediately. No additional information related to this patient could be provided. The investigation determined that the sample for patient 2 was stored incorrectly between the initial and repeat tests. The sample for patient 2 was stored at 4-8°c for 14 days. Product labeling states that a sample is stable at the following storage conditions: 7 days at 15-25 °c 7 days at 2-8 °c 3 months at (-15)-(-25) °c the field service engineer (fse) visited the customer site and found an issue with the gear pump pressure. The fse also found that the washing volume in the rinsing wells for the reagent needles was too low. The fse corrected these issues. The investigation determined that the issues found by the fse were the root cause of the event. The customer has not had any additional issues since the service visit.